Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited increased pacing thresholds and decreased r-wave values. During the procedure, fluoroscopy revealed that the lead had dislodged. It was also noted that the right atrial lead had also slightly pulled back. The right ventricular lead was explanted and replaced. The right atrial lead was repositioned. Patient was stable post procedure.